Event description:
New information received noted the patient's right ventricular lead was repositioned successfully on 3 jul 2019. The patient was stable throughout.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented in clinic on (B)(6) 2019. Upon review, it was noted that the implantable cardioverter-defibrillator delivered inappropriate high voltage therapy on (B)(6) 2019. Additionally, increased threshold and a slight decreased in sensing was also observed. Programming changes were performed to increase the output. A chest x-ray was performed which noted right ventricular lead dislodgement. A lead revision was discussed. No intervention was reported. The patient was stable throughout.